Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon testing of the returned sample. One 6fr angio-seal vip device was returned for product evaluation. The guidewire, locator, hemostasis sheath, an unopened carrier tube, and packaging were returned. The device was visually inspected and appeared to have been in used condition with visible signs of blood. The locator and hemostasis sheath were inspected, and no damage was identified to either component. Dimensional testing was performed. Dimensions were measured for the locator and hemostasis sheath and were found to have been within specification. The locator od was found have been 0.0904 in. (0.090 - 0.092). The hemostasis sheath ID and od were found to have been 0.094 in. (0.093 +/- .005) and 0.1155 in. (0.114 +/- .005), respectively. Both dimensions were within the manufacturer's specifications. Functional testing was performed by fully connecting the locator and hemostasis sheath. The components were able to be fully mated, and no issue was identified with the assembly. The device was tested by inserting it into the vessel model, and the device was able to be inserted properly. The complaint cannot be confirmed for difficulty with device insertion. The exact root cause cannot be determined. The likely cause was determined to have been inserting the components without rotating the assembly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. An action item was initiated to address the increase in occurrence.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. Address: requested, not provided. Phone number: requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that it was very hard to place the angio-seal sheath. They stated that the sheath and dilator transition was abnormally bumpy/not smooth. When placing the sheath, it felt different from the ordinary without significant reason as there was no scar tissue, no extreme obesity, no difficulties with procedural sheath or wires, correct angle. The procedure was a digital subtraction angiography (dsa). A 6fr procedural sheath was used. There were no difficulties with puncturing, sheath placement or catheterization. The groin did not have any form of scar tissue, fine pulsations, echographic and no calcifications were seen around the puncture site. There were no steep angle of the sheath. Echo puncturing was performed and there was no calcifications found around the puncture site. It was hard to insert the angio-seal sheath due to the transition between the sheath and dilator seeming abnormal. The patient was stable and there was no extra blood loss. Hemostasis was achieved by the angio-seal device. The patient demographics were all within normal body mass index (bmi).